Manufacturer narrative:
The pump motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test and verify no delivery alarm due to motor error alarm. Unit had minor scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 144 mg/dl. The customer states the motor error occurred during prime. The customer states the pump was not exposed to a high magnetic field troubleshooting was not able to resolve the issue. The customer states they are unable to complete the rewind. The device will be returned for analysis.